Event description:
Patient complained of fever and chills when flushing PICC line. PICC line pulled & patient started on cefepime 2 gm IV every 12 hrs. Dose or amount: 500 units (5 ml), frequency: every 12 hrs, route: IV. Dates of use: 12/3 - 12/7. Diagnosis or reason for use: prevent clotting of IV. Event abated after use stopped or dose reduced: yes.